Event description:
Clinic notes dated (B)(6) 2012 indicated that the patient was experiencing cluster seizures and the magnet was no help. It was noted that the patient was to use lorazepam for the cluster seizures and that the vns therapy was not helpful. Further follow-up revealed that the physician believes the magnet not helping, cluster seizures and the vns therapy not being helpful were related to the device nearing end of service (ifi=yes). Attempts to obtain additional information have been unsuccessful to date.

Event description:
The patient has been referred to surgeon for consult due to the battery nearing end of service (ifi=yes). Generator replacement surgery is likely, but has not occurred to date.

Manufacturer narrative:
Describe event or problem, corrected data: this information was inadvertently left off of initial medwatch.

Event description:
An implant card was received on (B)(4) 2013 indicating that the patient had undergone generator replacement due to "battery depletion, near eos = yes" on (B)(4) 2013. Attempts for product return were made; however, the generator was reported to have been discarded.